Event description:
This form is one of the two requested. Copied from 03/14/2012 fax: pmt corporation received a medwatch form in the mail on 02/24/2011. Pmt initiated complaint (B)(4). As described in the medwatch that pmt corporation received, a pt that underwent a bilateral mastectomy on (B)(6) 2011, with the tissue expander inserted on (B)(6) 2011. The pt developed an elevated temp, purulent drainage and chest wall cellulitis, and was admitted to the operating room for IV antibiotics on (B)(6) 2011. The tissue expander removal was conducted on (B)(6) 2011. Pre and post op diagnosis was bilateral infected breast expander.

Manufacturer narrative:
Copied from the 03/14/2012 fax: pmt contacted the user facility for return of the device, they have not responded to our requests. Pmt conducted an investigation into the sterility testing reports received by (B)(4) for both lots in question ("right" breast expander lot 070810 exp: 2014-07b). All biological indicators tested, tested negative. Two sterile runs of product through pmt's eto sterilization process was proven sterile via 59 self contained biological indicator capsules that were tested for sterility, for the runs in which the product was a part of. Pmt feels that the sterile operating field may have been compromised due to the fact that pmt has had no negative trends regarding any product that was sent through the 2 sterility runs in question. Copied from the 03/14/2012 fax - 3rd page: per the medwatch received by pmt corporation on (B)(6) 2011, the following tests were conducted at the hospital. Pathology report: (B)(6) 2011, labeled "left breast tissue expander. There is a scant amount of adherent yellow, markedly softened necrotic soft tissue.